Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during an esophagectomy procedure, the needle was inconsistent in getting loaded. It was difficult to load and the toggle buttons were difficult to pull down. To fix it, the toggle was jiggled to get it loaded. The needle fell out after the device was passed. The needle was retrieved without any issue to the patient. No adverse events have been reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one suturing device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the device one noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle. Some plastic shearing of the toggle switch was noted. One of the blades on the tip of the jaw was noted to be bent outward on device one. There was one broken needle received loaded on device two. The jaw gap of device two was measured and met specifications. The visual inspection of the device two noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle. Some plastic shearing of the toggle switch was noted. A pmv needle was loaded onto the device one. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. Functional testing could not be executed on device two due to the condition of the broken needle jammed in the jaw receptacle. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.